Event description:
In 2002, at approx 3:45pm, the rptr was called out of a meeting because the chemistry analyzers shut down due to water insufficiency. Checked resistivity, ok. When I checked the ro system in the back it was not running and the bladder tank was empty. Called svc and spoke with rep. She connected the rptr to the svc tech that performed the exchange/ro replacement and they checked all valves to make sure they were open. Called svc tech back at 4:00pm and he stated he thought it might be the bacterial filter and instructed the rptr to remove it until he can return tomorrow. The rptr reiterated the bladder tank was dry and that it appeared to be unrelated to the resistivity part of the system. He continued to insist it was the filter. At this point the rptr discussed the situation with another associate that formerly dealt with the water system and he agreed that it was related to the ro system and agreed the bladder tank was depleted. Rptr placed another call into svc at 420pm only to find that the svc tech had left for the day and was not returning his page. Rptr told the svc rep that they insisted they send someone immediately to fix a problem that should not have been left unattended and that in the future their svc tech should have made sure the system is operable before leaving. Svc rep called back and said they were sending in a svc tech to arrive between 6p and 630p. Svc tech arrived at 620pm and stated he knew nothing of the ro system. He was only qualified for tank exchange and that he was instructed to rig the water through another tank system and run this directly into the resistivity system, bypassing the ro system until someone could return. Bypass of ro system run directly in new tanks and routed to the resistivity system. Chemistry analyzers back up and running at 1920pm. Wash 1 performed x 2. Qc performed and reviewed. Ok. (2015pm). The next day, received a call from a lab tech at 0300am at home about water system going down again. Rptr instructed her to call the hotline. Mins later rptr received a call from the lab tech stating the instruments were back up and running. The lab tech stated that she was running both instruments at the same time. Rptr speculated that the problem could be due to not enough water pressure with the bypass to support both instruments. At this point rptr instructed the lab tech to only run one instrument at a time and to decide on which tests needed run first. Rptr instructed the lab tech to batch the other instrument's testing until the instrument currently running was in standby and only then could she procede. Called the lab at 800am to check on status. Lab tech said the instruments had gone down again and that qc had to be run with each run to verify validity of results. Initially the only tests reported on the morning run were basic panel's, ck's and ldh's. Eventaully lab tech got both instruments back up and running. Lab tech stated she manually washed the cuvettes due to possible residual reagent when system went down to assure valid test resulting. Us filter svc tech arrived around 11:00am and switched the bypass back to the ro system. System began to work immediately. The svc tech's only explanation was a possible air lock. Rptr began monitoring the ro system on an hourly basis. Approx 2 hrs after svc tech left rptr was approached in their office by a lab tech describing a hissing sound she heard that resembled water coming from the ro system closet. Rptr investigated and found water standing in the closet floor. Water was spraying from a line attached to the ro membranes. Rptr shut the ro system down and discovered the fitting nut that attaches the line was not tightened. Rptr turned the nut until it was hand tight, then advanced the nut one more turn with a wrench. Turned the system on and the leak was resolved. Placed a call to us filter at 4:15 pm and talked to the supv. Rptr requested a followup investigation and he gave assurance that the situation would be investigated and a report would follow with a site visit from us filter to discuss the findings.